Event description:
Pt reports that they were hospitalized on (B)(6) 2024 and discharged today (B)(6) 2024 due to a blood infection. Onset/resolution dates/status of infection is unknown. Pt reports that the hospital ended up removing and replacing their IV line, date unknown. Pt states their line was replaced with a broviac line no further info, details, or dates available. IV remodulin pt. Reported to (B)(6) by pt/caregiver.